Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair condition with scratched screen and cracked housing. The review of event found the record of event as 0991> error 1870 (B)(6) 2018 10:11:00 am / functional testing included use testing. The pump was powered on and it ran without any error. The motor testing results were found to be normal. Based on the history log evidence, the complaint was confirmed. The root cause of the event was attributed to the optical switch.

Event description:
Information was received indicating that this ambulatory infusion pump gave 'error 1870'. It was also reported that the pump had damaged screen. No adverse effects were reported.